Event description:
Vaginal mesh sling. Was never told this would be used. Had constant utis. Had to have infusions at hospital even after surgery. Now on 500 mg keflex one day for one year. Still have trouble urinating. Mesh is hard and hurts sharp when examined. Abdomen pain, sore to push, nausea almost everyday. Had every other part of body tested - 3 days (B)(6) fine. Only vaginal problems. Wants me to stay on 500 mg keflex for one year questionable, lost 25 lbs since december, lost of appetite as well. Lawyer is handling case. Question: does the FDA having any research going on or looking for away to remove this damages to the body? Removing the mesh will it help, is it dangerous? I want to know are they working on any way to stop the infection and other serious side effects of this removing in your body, erosion etc.